Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 65 (mg/dl) on (B)(6) 2016. Reportedly, contact believed that low bg may have been caused by possibly over-bolusing insulin and exercise. Customer consumed juice and food to treat bg level. It was also reported that the customer experienced an elevated bg level of 280 (mg/dl) on (B)(6) 2016. Customer changed infusion site 3 times and attempted to deliver multiple correction boluses with the pump; however, bg levels remained elevated and customer administered a manual injection. System check and review of pump activity logs with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.